Event description:
It was reported that the customer had needle stuck in the body. The blood glucose level was 137 mg/dl. Customer states they were able to remove the needle hub out of the serter, but the needle stated in the body. Troubleshooting was performed and the customer was able to remove the needle from her body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.